Manufacturer narrative:
H4: the lot was manufactured from april 18, 2023 ¿ april 19, 2023. H10: ten (10) samples were received for evaluation. The samples contained between 21ml to 234ml in their bladder. Visual inspection on the returned samples via the naked eye showed no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified on the returned samples. The devices were determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: the events occurred between january 21, 2024 - january 23, 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) large volume infusors were not fully emptying. The event was observed during patient infusion via a peripherally inserted central catheter (PICC) line. The devices contained 18000mg piperacillin/tazobactam in 240ml 0.9% sodium chloride (nacl). There was no report of patient injury or medical intervention associated with this event. No additional information is available.